Event description:
Caller reports plastic surrounding electrical contacts of this inform meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
Device manufacture date not available.

Event description:
Caller reports plastic surrounding electrical contacts of this inform meter is melted. No adverse event reported. A request was made for the meter is melted. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
Device manufacture date not available. The device was confirmed for no power.